Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm impending rupture (there was a dissection in the aneurysm) using gore® excluder® aaa endoprosthesis. After all devices were implanted, final angiography revealed that a contralateral leg covered the left internal iliac artery. Further treatment wasn¿t performed. The physician decided to monitor the patient.